Event description:
The user facility reported that at the conclusion of a patient procedure, the hand control indicated the floor locks were unlocked however the floor locks were found to be engaged. User facility personnel commanded the floor locks to re-engage via the backup hand control and then commanded them to unlock. The procedure concluded and the patient was removed from the table; the table was then removed from service.

Manufacturer narrative:
A steris account manager met with the user facility's manager and stated that the user facility's department engineers inspected and tested the table numerous times and were unable to duplicate the reported event. The operator manual states (pp. 1-2), "the floor locks must be engaged at all times when a patient is on the table. Failure to engage the floor locks before placing a patient on the table or disengaging the floor locks while a patient is on the table could result in the table rolling unexpectedly during the procedure." The operator manual states (pp.4-7), "the steris 4085 general surgical table is equipped with an auxiliary control system. This system can be actuated at any time and allows table operation in the event of primary control malfunction. A pedal (foot pump to provide hydraulic power) and override hand control are located on the right side of the table base behind a cover panel and are used for table movements." The table was returned to service and no additional issues have been reported. The surgical table was installed on 8/29/2014 and is under steris warranty.